Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the patient was on cytotec, which caused dilation to continue after the last 14 french "mechanical" dilator was used. During the heating phase, two fluid loss alarms were received at approximately 75 to 77c. The patient complained of warmth in the vagina, and the physician placed a second tenaculum on the cervix. Leaking was still observed, therefore the physician aborted the case. No burns were sustained. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be 'fine.'